Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there was no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 28.5. Dailytotalofbasalinsulindelivered = 28.5. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a broken belt clip rails. A cracked retainer¿and a cracked reservoir tube lip were confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer pump had a hyperglycemia along with hospitalization on (B)(6) 2023. The blood glucose value was unknown during time of event. Customer had symptoms of confusion, feeling sick/unwell, flu like headache, tired/weak, altered vision/vision changes, increased thirst, other body aches. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of high blood glucose event. Customer treated high bg with IV insulin drip. No further patient complications were reported. Troubleshooting was performed, customer reported pump showed physical damage on battery compartment and the issue was not resolved. The customer will discontinue use of the device. The device will be returned for analysis.